Event description:
The following has been reported: nurse reported: "IV pump said 'cassette not loaded properly' and would not allow rn to program anything into pump. Cassette was reloaded, pump was restarted, and issue was not able to be resolved. A new pump gave the same error message. Blina bag had to be re-primed with new tubing, and 16ml of medication was wasted. Tubing was discarded, entered product information for similar tubing that is stocked on unit. Replaced the tubing " patient harm: no. A preliminary review identified the following issue: tubing set misloaded an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture is available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert, 2) sticky loading pins failure in the ivenix lvp, causing set misloaded issues. The current process controls detection includes a torque test that is conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch review could not be performed as the affected batch was not provided.